Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented in clinic for follow up, intermittent capture was observed on the ra lead. The lead was capped and a new lead was implanted. Patient is stable.